Manufacturer narrative:
The bipap a40 pro (109835115) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging the bipap a40 pro device was out of service and there was a pressure control issue. There was no serious patient harm or injury that occurred or was reported. The device has returned to a third-party service center for evaluation; however, the device investigation has yet not begun. A final report will be filed once the investigation has been completed.